Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "error 0xe3d" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast-testing using test pads without duplicating the report. The report was manually cleared prior to evaluation. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Event description:
Complainant alleged that during biomed testing, the device displayed "power fail exceeds preset number of attempts" message. Complainant indicated that there was no patient involvement in the reported malfunction.